Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-9236-01pp broke into small pieces while being pulled out of the glenoid. The rep reported all broken pieces were fully retrieved, and the case completed.